Event description:
(B)(4). Lower back pain, pain in the hip, bloating, weight gain, heavy chunky menstrual cycles, horrible cramps, sleep apnea, kidney stones, swelling of extremities, pain in lower abdomen, hair loss, fatigue.